Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 4 c1er1p drawer failed and displayed a required maintenance error. The customer reported that the system indicated the drawer would not stay closed, although the drawer appeared to be fully closed. The customer attempted to open the drawer from the rear of the station to inspect for any blockage but found no visible obstruction. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and required maintenance. A field service engineer (fse) found missing magnet on inseparable. Replaced inseparable and verified drawer operation. Customer successfully recovered the drawer; all tests passed. The system functioned as intended after the field service engineer repaired the device.